Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 81mm ruptured abdominal aortic aneurysm. It was reported during the index procedure during deployment of the stent graft the free flow the free flow hook was not released properly. The physician employed different techniques going up and down but the hook remained in the same position. When the physician attempted to attach the nose cone, the hook was noted to be caught on the nose cone. After several attempts the physician decided to convert to an open repair and explant the endurant graft and implant a surgical graft. Post the procedure the patient's status was reported as alive but unstable. Per physician, the cause of the event was due to device failure. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported difficulty to release the suprarenal stents and retrieval of the tip capture with the reported catching on the suprarenal stents was observed. Stent deformation was also observed, however, the cause of the events could not be determined. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy. Additional procedural angiograms showing the deployment of the bifurcate stent graft and suprarenal stents being released and being pulled distally by the tip capture spindle were not provided for review. Unknown anatomical, procedural, or a possible device issue cannot be ruled out as a potential cause. One photograph was provided by the account for review. The photograph shows the proximal section of the endurant ii bifurcate stent graft including the suprarenal stents and stent rings 1-3 taken at the account. A bend is evident to one of the suprarenal stents. The reported ¿deployment expansion issue¿ can be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.